Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving baclofen (unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2015, the patient had a MRI. The pump was not checked post MRI. On (B)(6) 2015, the patient presented to their hcp's office for a refill and the pump logs were read. The logs showed a motor stall occurred on (B)(6) 2015 with no recovery. A refill was not done. The patient returned to the clinic on (B)(6) 2015 and interrogation showed a motor stall recovery. The residual volume matched the expected residual. The patient showed no symptoms. The company representative believed that the patient did not hear an alarm as it was not mentioned by the patient's hcp. If additional information becomes available, a follow-up report will be submitted.